Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the transmitter had lost connection with the pump in the past for an unspecified duration of time. Reportedly, the transmitter and pump regained connection. No additional patient or event information was available.